Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes the samples clotted. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: all the tubes sampled clot and it is impossible to analyze the tube given the clotting.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes the samples clotted. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: all the tubes sampled clot and it is impossible to analyze the tube given the clotting.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints for sample quality are under statistical control for the month of april, 2023. At this time, further testing is not indicated. Complaints received for this device and reported condition will continue to be tracked and trended.